Event description:
The barcode scanner on the ortho summit sample handling sys instrument moved the plate out of alignment causing the diluent not to be pipetted into the correct wells. No death or serious injury was associated with this incident.